Event description:
It was reported that the patient had high thresholds during clinic follow-up. The lead was explanted and replaced. Patient was discharged.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information states that the patient condition was stable and was discharged the same day.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.